Manufacturer narrative:
It was reported that the surgical clipper base "caught fire" in the operating room while plugged in for charging. The nurse unplugged the device after fire was noted. No impact to a patient, staff, or procedure was reported. There was no serious injury, medical intervention, or follow-up care reported related to the event. Due to the reported incident and in an abundance of caution, this medwatch is being filed. Per the lot number provided, this surgical clipper base was part of a corrective action that took place in 2015 and it was confirmed that the facility acknowledged this corrective action. No additional information is available. If additional information becomes available, a supplemental medwatch will be filed.

Event description:
It was reported that the surgical clipper base "caught fire."